Manufacturer narrative:
Result of investigation: unfortunately, the examiner has no information about the tipcam used, nor about the error that occurred. This customer description of the error "endoscope failure" is not meaningful to discuss a conclusive error pattern here. However, the investigator assumes that the camera cable is worn/defective. This defect can generate an image disturbance or even an image failure. The examiner does not consider the camera unit tc302 used to be the cause, as the customer's description of the fault can only match the endoscope used. In addition, the customer does not indicate which defect has occurred on the endoscope. The above conducted investigations did not reaveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
"It was reported that the endoscope experienced a failure.the type of failure was not further specified, and the material number of the endoscope is unknown. Since material tc302 was also involved in the case, the further evaluation will be based on this product."